Event description:
Procedure type: low anterior resection. According to the reporter: when instrument was fired, the purstring suture was not released. On examination, it appeared that the device had fired but not cut completely. The staples were deformed looking and the anastomosis did not hold. A hand sewn anastomosis was performed with a temporary colostomy. Pt is currently in stable condition.